Event description:
The patient was being treated for lower back pain. Patient received an unintended electrical shock and received a red mark in the area of treatment beneath the electrodes during the electrotherapy treatment. The patient was a male. The clinician had used a variety of electrotherapy waveforms including interferential, premod, and highvolt. During the treatment, the patient indicated that they could not feel the output intensity. The clinician repositioned the electrodes and restarted the treatment. Approximately three minutes into the treatment, the patient complained of pain. The patient was reported to have screamed. The treatment was terminated and the patient departed the clinic. The clinician was using or had used the interferential, premod and highvolt waveforms. The injury treatment intensity was set to 45mv. The treatment time was 12 minutes. The frequency setting was set to the default settings. The clinician was using carbon electrodes for the application of the treatment. The clinician reported that the device had performed properly prior to this event. The clinician also reported that the device upgrade had failed to install.

Manufacturer narrative:
Previously investigation. Known potential shock and potential burn due to transient over-voltage within the circuitry causing components to fails and potentially shock or skin burn to the patient beneath the electrodes. Two implemented preventive software. The manufacture has received the device. The manufacture is in the process of evaluating the device. The manufacture will provide a supplemental MDR if required.